Event description:
The customer reported to baxter (B)(4) an interlink continu-flo solution set that was involved in a no flow. According to the report, the customer stated that the tubing is defective and the flow does not run. The condition was reported to have occurred during priming before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The sample was submitted to functional testing and the results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of the tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.